Event description:
Complainant indicated that during functional testing , the internal handles would not allow discharge. Complainant indicated that there was no patient involvement in the reported malfunction.